Manufacturer narrative:
(B)(4). The customer reported that the unit failed stay powered on. There was no impact on pt care or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The unit failed stay powered on. There was no impact on pt care or outcome.